Event description:
The account alleges that the brake would be set, but if the device was shook slightly, the brake would not hold. A patient fell, as a result of the brake disengaging. The patient was not injured as a result of the fall.

Manufacturer narrative:
The technician found that the account was not pressing the brake pedal down fully, as specified in the user's manual. The technician in-serviced the account staff to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.